Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the right ventricular lead integrity alert triggered. Concomitant product: product ID: d314drg, ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after hearing the lead integrity alert (lia). The right ventricular (rv) lead had non-sustained ventricular tachycardia (nsvt) events, noise, short interval counts (sic), and inhibition of pacing due to oversensing. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.